Manufacturer narrative:
Additional information: a2, a3, b5, b6, b7, g3. MFR# reference:(B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient was not on anticoagulants, and the cataract surgery was uneventful followed by stent implantation in the patient''s left eye. Per report, the patient had washout after first cataract surgery, and the hyphema was characterized as grade 0- microhyphema with no visible layering. The hyphema resulted in iop increase and bcva loss. The patient was treated with anterior chamber (ac) washout including maximum glaucoma drops postoperatively. Accordingly to the surgeon, the elevated iop was due primarily to the patient¿s condition. The patient¿s status was reported as ¿cautious monitoring with adverse event resolved with sequelae, and the visual acuity slowly recovering¿.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon observed a significant amount of intraoperative heme during a successful implantation of two (2) stents from the trabecular micro bypass stent system. Reportedly, the surgeon tamponade the heme and the transient bleeding resolved intraoperatively. Postoperatively, the patient presented with an eight ball hyphema associated with iop increase. An anterior chamber (ac) washout was performed on postop day four (4). Subsequently, the iop and the hyphema improved with a vision of counting fingers (cf). The surgeon conferred with glaukos medical monitor who reported that following uneventful ac washout, the patient¿s condition improved (iop and vision), but a rebleed with a 1 mm layered hyphema was observed two (2) days later. The patient was on diamox with maximum glaucoma drops. Patient monitoring and treatment options based on patient condition and history were discussed. The medical monitor recommended review of patient history, namely straining due to cough, bad allergies, constipation and activity. Additional information has been requested.